Event description:
The revision surgery was conducted in response to an infection. An update provided indicates a lack of information regarding the lot numbers for the screws used. However, it was mentioned that the infection appeared to be localized, and the procedure involved washing out and exchanging parts.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : the device disposition is unknown.

Manufacturer narrative:
The reported event was not confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The revision surgery was conducted in response to an infection. An update provided indicates a lack of information regarding the lot numbers for the screws used. However, it was mentioned that the infection appeared to be localized, and the procedure involved washing out and exchanging parts.